Event description:
Revision surgery - due to dissociation.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2024-00899; 509-02-436, s803 - dislocation, s807 - pain; s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
See h11. Complaint has been evaluated and is similar to report number 1644408-2022-01643; 509-02-436, s817 - dissociation, s814 - stability, poor joint, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.